Manufacturer narrative:
This event represents a recurrence of a previous event reported in MDR# 3004081696-2014-0012. All pertinent information available to second sight medical products, inc. Has been submitted. (B)(4).

Event description:
This patient was implanted with the argus ii device on (B)(6) 2011. On (B)(6) 2014, the patient underwent a vitrectomy to treat a recurrence of hypotony. During this surgery, the surgeon removed the previously injected silicone oil, and re-injected the eye with thicker silicone oil. After surgery, the patient's iop was reported as 8 mmhg. There was no defect or malfunction of the device associated with this event.